Manufacturer narrative:
Out of warranty; no service requested. No request for MFR service.

Event description:
While performing preventive maintenance, the customer reported the ventilator was restarting. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to check the mounting and connections of the printed circuit boards. The pse advised the customer to then reevaluate the device and call back if further assistance is needed. The customer has not called back for further assistance.